Event description:
It was reported that the patient underwent an unspecified spinal surgery for implant of posterior rod fixation. It is reported that at an unknown time post-op, both titanium rods fractured resulting in the alleged failure of the fusion, thusly, necessitating a second surgery. Reportedly, the patient suffered "pain, mental anguish, physical impairment, disfigurement and permanent spinal damage".

Manufacturer narrative:
(B)(4): (failed fusion/revision surgery). The device or applicable imaging studies has not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.